Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a customer discovered a hair on a surgical pattie packaging prior to opening, before a procedure. No patient injury reported.

Manufacturer narrative:
Complaint sample was received for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - complaint confirmed, hair present in sealed packaging. Root cause - product is made on a hybrid machine where an operator manually wraps the product on the card. The product is then manually placed in a sealer. The operations are performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. Hair contamination occurred during one of these two steps due to improper concealment of hair in hair net. Applicable operators will be retrained to hair gowning procedure.

Event description:
N/a